Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate treatment, the aim beam was observed to be forward-fitting. The forward-firing condition was observed when the fiber had accumulated 107,941 joules. The procedure was completed with a second fiber. There was no patient injury. No end user injury was reported.